Event description:
A malfunction alarm was reported due to a cgm error code 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and guided the caller through the process, but the error persisted, leading to the decision to replace the pump.